Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Due to corrosion on video plug, b30(scope communication err) occurs. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens is peeled. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited an intermittent image. The issue occurred during installation. There was no patient involvement.